Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an anterior tibial artery lesion. A 3.5x38 mm espirit btk otw bioresorbable vascular scaffold (bvs) was unable to be advanced along the guide wire. An additional esprit btk bvs was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis indicated that the outer member was separated at the mid lap seal. The inner member was separated 21 cm proximal to the mid lap seal. The inner member was also stretched out distally to the noted separation for a length of 14.4 cm. No additional information was provided.